Event description:
Unit went inop while on a patient. No injury was reported. Unit went low inlet gas during suctioning procedure. Customer was not able to duplicate the problem. Customer found the machine transducer drifts.